Event description:
It was reported that the pump touchscreen was cracked. Reportedly, the pump was in a pocket and upon taking the pump out, customer noticed the screen was cracked. There was no impact to customer's blood glucose. Reportedly, customer had manual injections available as alternate insulin therapy.